Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left femoral vein post trauma. Patient is alleging migration, tilt, vena cava perforation, fracture, device is unable to be retrieved, organ perforation, and deep vein thrombosis. The patient further alleges, ¿daily/nightly abdominal pains (chronic). Sharp, sudden abdominal pains (acute/frequent). Constant lower back (lumbar) pain, at times severe which results in incapacitating condition. Internal injuries as per vascular studies/cat scans. Anxiety with sexual performance/ed. Additionally, patient further alleges physical limitations.¿ (B)(6) 2018- radiology report. "An ivc filter is noted. The filter is angulated with the cranial aspect protruding into the right renal vein. Several prolonged of the filter appear to be extra caval. At least 2 of these problems are in intimate contact with the antral lateral abdominal aortic wall. One of these filters appears to be situated adjacent to a posterior vertebral osteophytic bar. Mild to moderate atherosclerotic calcification of the abdominal aorta noted." Impression: "ivc filter noted within the inferior vena cava. The filter is significantly tilted so that the cranial aspect lies within the right internal vein. Several of the filter prongs are extra caval and in close contact with the abdominal aortic wall. (B)(6) 2018- cta abdomen/pelvis. "Infrarenal celect ivc filter with significant rightward tilt to the right posterior aspect of the ivc wall. Significant penetration of multiple legs with at least 1 short leg embedded in the l2-l3 disc which also has a fractured fragment in the prevertebral retroperitoneal fat. Three of the legs (2 short, 1 long) penetrate toward the abdominal aorta with the long leg abutting the aortic wall. Penetration of another one of the long legs into an osteophyte of the anterior l3 vertebral body with this legs also fractured and separated within the bone.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) ¿ device perforation. Appropriate term/code not available (3191) ¿ device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported deep vein thrombosis, abdominal and lower back pain, internal injuries, anxiety with sexual performance/ed, and physical limitation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: migration, tilt, vc perforation, organ perforation, fracture, unable to be retrieved, dvt, abdominal and lower back pain, internal injuries, anxiety with sexual performance/ed, and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.